Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported b30, e216 scope communication error issues could not be determined, however, the issue was like the result of a faulty circuit board. The cause of the faulty circuit board is thought to be the accumulation of electrical stress due to repeated use or accidental overcurrent such as static electricity or electrical leakage. In addition, the following non-reportable malfunctions were found during the device evaluation: distal end image noise during angulation, insertion section bending section glue chipped, distal end image white scratch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus for evaluation and the customer¿s allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during the intended therapeutic surgery, error e216 (scope communication error) occurred on endoeye flex deflectable videoscope, the screen went black, then color bars were displayed, and then error b30 (scope communication error) occurred. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.